Manufacturer narrative:
As received the device operating at eri mode. The device image was successfully saved. Analysis performed indicated that the device was operating at eri mode due to low battery voltage. The device has met the projected longevity based on field settings and its considered normal battery depletion.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker was explanted for an unspecified issue. The patient was stable throughout.